Manufacturer narrative:
The device was not returned for investigation as it was discarded. Therefore, the root cause of the reported issue could not be conclusively determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported that the tuftex otw balloon will not deflate. To deflate it, the user poked the balloon with needle. No injury was reported to the patient.